Event description:
It was reported that there was a removal of a triathlon ts due to an infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. Other devices listed in this report: cat. No.: unk, unknown triathlon femur, lot code: unk. Cat. No.: unk, unknown 100mm stem, lot code: unk. Cat. No.: unk, unknown universal baseplate, lot code: unk. Cat. No.: unk, unknown 100mm tibial stem, lot code: unk. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving a no 4. Triathlon ts plus tibial insert x3 poly 22mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. A complaint history review indicated there have been (B)(4) other events for the lot referenced and there have been (B)(4) other events for the sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a removal of a triathlon ts due to an infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. A medical review was performed and concluded "there is no evidence that the revision for this periprosthetic infection of the triathlon revision total knee arthroplasty was the result of factors related to the prosthetic components¿ design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a removal of a triathlon ts due to an infection.